Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended. During troubleshooting, the customer tested the pump's ability to enunciate an audible tone and verified that an audible tone was declared by the pump. Blood glucose level was 74 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.